Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a, per visual inspection: missing dosing window. Customer reports: difficulty pairing his inpen to his phone app. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. The electronic assembly was found with traces of corrosion. A battery test was performed and battery at 0.0 volts. It was determined: the pairing / no communication anomaly was caused by the ingress of fluids corroding the electronic assembly. The customer complaint of inpen not pairing / not communicating is confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the inpen had a difficulty pairing inpen. No harm requiring medical intervention was reported, the customer will discontinue use of the device.